Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump was beeping without any alarms or alerts being displayed. Customer's blood glucose level was 259 mg/dl. Customer had problems registering the pump to the customer profile. Customer has not treated. Customer stated that the beeping anomaly occurs every 15 minutes. Customer stated that the buttons were not pressed or accidentally pressed. Customer stated that there is not something nearby that beeps. Customer was advised to monitor the pump and call back if the issue recurs. Customer ran a self test and the pump passed. Customer was suggested to set the pump to vibrate, but she declined. No further assistance required.